Event description:
It was reported that the bed had phantom motion due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the phantom motion was due to damaged siderail cables. The issue was resolved for the customer by the distributor replacing both siderail cables. Customer performed evaluation.

Event description:
It was reported that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.